Manufacturer narrative:
A non-sterile trufill dcs orbit and non-cordis microcatheter echelon-14 was received coiled inside of a plastic bag. Microcatheter presented kinks and flattened sections as well as residues of blood. Trufill dcs was inspected and it was found broke in three sections; first one was located at 34.6cm from hub (stuck in the zipper and introducer) and the second one at 45.2cm from distal end. Introducer was partially zipped and resented no damages. Hypotube and support coil presented kinks sections. Embolic coil was not returned for evaluation. The od from the delivery tube was measured and was found within specification. Device was inspected under microscope and the broken sections appear to be occurring after it was kinked. Gripper was also inspected and it presented no damages. Functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15204574 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. First reported failure by the customer as "resistance during advancement" could not be evaluated due to the broken condition of the device. Second failure reported by the customer as "fracture in patient" was confirmed during the analysis. The broken sections appear to be caused by kinks which occurred before it got broken. The kinks noted in the hypotube and the stretched condition in the embolic coil could be impacted in the first failure reported. The cause of the kinks and the broken sections noted in the device could not be conclusively determined; however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process, in addition that the device meet with the od specification according the manufacturing procedures. Inspections are in place that prevents these kinds of damages leaving from the facility. Procedural and handling factors appear to be contributed in the failures reported; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15204574 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit rdfl complex fill coil broke into two pieces mid way in the echelon 14 microcatheter. Prior to breaking, resistance/friction occurred between the coil, delivery system and microcatheter, but no additional torque or manipulation was performed during the event. The target site was the left supraclinoid (ica) internal carotid artery aneurysm. Other than the reported event, no other damages were noticed on the coil, delivery system, and introducer. The procedure was completed with new microcatheter (echelon) and coils. A non-sterile trufill dcs orbit and echelon-14 microcatheter was received coiled inside of a plastic bag. The microcatheter presented with kinks and flattened sections as well as residues of blood. The trufill dcs orbit was inspected and it was found broke in three sections. The first one break was located at 34.6cm from hub (stuck in the zipper and introducer) and the second one at 45.2cm from distal end. The introducer was partially zipped and resented no damages. Hypotube and support coil presented kinks sections. Embolic coil was not attached to gripper; it was found stretched inside of the microcatheter. The od from the delivery tube was measured and was found within specification. The ID of the non-codman microcatheter was measured and the ID of the microcatheter is compatible with the orbit system. The orbit system was inspected under microscope and the broken sections appear to have occurred after it was kinked. Gripper was also inspected and it presented no damages. The impression of the coil head-piece is seen in the gripper indicating a tight fit. A lab sample guidewire was inserted into the microcatheter; however it stuck. Therefore, it was cut and it was noted that the embolic coil was inside of it. Residues of blood were observed in the microcatheter's inner lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15204574 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported resistance during insertion of the orbit system could not be evaluated due to the condition of the returned device. However, vessel characteristics and compressed areas of the concomitant microcatheter, may have contributed. In addition, the presence of residues of blood in the inner lumen of the microcatheter may be an indication that an adequate flush was not maintained, which is outlined in the instructions for use. Analysis of the returned device found the delivery tube was separated. The broken sections appear to have been caused by kinks occurring prior to the separation. The exact cause cannot be determined. However, based on the available information and the analysis of the returned devices, it appears that device interaction, procedural factors and/or post procedural handling contributed to the kinking and delivery separations noted on the returned device and separation of the coil from the gripper. Neither the analysis nor the DHR review suggests that these damages are related to the manufacturing process. In addition, the device met with the od specification according the manufacturing procedures. Inspections are in place to prevent these types of damages from leaving the facility. Procedural and handling factors appear to have contributed to the reported event and condition of the returned device. Therefore no corrective actions will be taken at this time.

Event description:
During a coil embolization procedure, the orbit rdfl complex fill coil broke mid way in the microcatheter (echelon14) into 2 pieces. Prior to braking, resistance/friction occurred between the coil, delivery system and microcatheter, but no additional torque or manipulation was performed during the event. The target site was the left supraclinoid (ica) internal carotid artery aneurysm. Other than the reported event, no other damages were noticed on the coil, delivery system, and introducer. The procedure was completed with new microcatheter (echelon) and coils.